Event description:
It was reported that the balloon protector detached inside the patient. The target lesion was located in the popliteal artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced to the lesion. The balloon worked fine however the balloon protector was not removed when advancing the device into the patient. The balloon protector was left inside the patient body. Two days later the balloon protector was surgically removed. The procedure was completed using the device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).